Event description:
Report received that flow was observed when the pump was disconnected from the pt. The pump was set to deliver a morphine concentration of 0.2mg/ml (20mg/100ml normal saline) with a 2mg bolus every 6 minutes and a 20mg 4-hour limit. While assisting the pt to the bathroom, the tubing set was disconnected from the pt's IV, connected to a sterile needle, and attached to the side of the pump. The bolus cord was draped over the IV pole adjustment handle. It was reported that when the ac adapter was being reconnected, the nurse noticed that fluid had dripped from the tubing set. The nurse reported that neither the bolus button on the pump nor the bolus pendant had been pressed to activate a bolus delivery, but could not be sure the bolus pendant had not dropped during the move, causing bolus activation. The nurse recalled that the display screen indicated the infused amount as an "odd number" (62.9mg). She reported that it should have been an even number. It was reported that the tubing was never removed from the pump, and the anti-siphon valve was in place at the end of the tubing. The tubing set has been discarded and is not available for testing and investigation. Two bolus cords are used in the department but are not always kept with the device therefore, they could not verify which bolus cord was in use at the time of the incident. Both bolus cords will be returned for testing.